Event description:
Gastroenterologist performing an egd on a patient for assessment of gi bleed and melena. Md was using the boston scientific resolution 360 clips. Was unable to get 2/4 of the clips to deploy. After several attempts at manipulating the clips- he was able to get them to deploy.